Event description:
It was reported that the patient received several shocks due to oversensing. High lead impedance, loss of capture, and sensing difficulty were also reported. The lead was explanted and no patient complications have been reported as a result of this event.